Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited higher than expected pace impedance measurements (1657 ohms) at implant. Boston scientific technical services (ts) was contacted for assistance. Ts discussed that the impedance measurement was higher than expected. The expected range for pace impedance for this lead is 300-1200 ohms. Ts advised to consider other lead measurements in determining further action. The physician chose to reposition the lead. After the lead was repositioned, the measured impedance was about 550 ohms. The patient left the electrophysiology laboratory in a stable condition. This lead remains in service. No adverse patient effects were reported.